Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad buttons not responsive which was reproduced during evaluation when multiple keys are not functioning when pressed. Visual inspection found the keypad to be non-original equipment manufacturer, causing the reported symptom. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had unresponsive keypad buttons upon power up. There was no patient involvement. No additional information is available.